Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), ovarian cyst ("ovarian cysts") and raynaud's phenomenon ("reynauds disease"). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, ovarian cyst and raynaud's phenomenon outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, ovarian cyst, pelvic pain and raynaud's phenomenon to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index and miscarriage. Concurrent conditions included high cholesterol, hyperthyroidism, anemia, vitamin d deficiency, ovarian cyst and dysfunctional uterine hemorrhage. Concomitant products included buspirone, iron, levothyroxine sodium (synthroid), rosuvastatin and sertraline hydrochloride (zoloft). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and arthralgia ("joint pain"). In september 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: severe anxiety") and depression ("depression marital problems"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced raynaud's phenomenon ("reynauds disease"). In (B)(6)2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), nervous system disorder ("neurological conditions, or problems type: nerve issues in hands") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes,oophorectomy (bilateral remo). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, raynaud's phenomenon, female sexual dysfunction, anxiety, depression, headache, nausea, tooth disorder, nervous system disorder, dyspareunia, irritable bowel syndrome, alopecia, arthralgia and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine and weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, raynaud's phenomenon, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, severe dysmenorrhea, anxiety, depression, headache, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Her demographic was added. Lab data added. Concomitant condition and drug added. Events: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: severe anxiety, depression marital problems, migraines, headaches, nausea, dental problems, neurological conditions, or problems type: nerve issues in hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, hair loss, joint pain, back pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), ovarian cyst ("ovarian cysts") and raynaud's phenomenon ("reynauds disease"). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, ovarian cyst and raynaud's phenomenon outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, ovarian cyst, pelvic pain and raynaud's phenomenon to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.